Event description:
The patient suffered from a minor stroke due to a perforator occlusion in the same region as the treated territory four days post procedure. The event reportedly resolved without sequelae and the patient was discharged approximately one month post procedure. The physician related the event to the procedure and not the device.

Manufacturer narrative:
Device remains implanted.

Event description:
The patient suffered from a minor stroke due to a perforator occlusion in the same region as the treated territory four days post procedure. The event reportedly resolved without sequelae and the patient was discharged approximately one month post procedure. The physician related the event to the procedure and not the device.

Manufacturer narrative:
Conclusion codes: other for anticipated procedural complication.the device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.